Manufacturer narrative:
A. There was no patient involvement. Livanova (B)(6) manufactures the s5 double head pump. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the customer facility to check the pump on site. During the visit, the reported failure was not reproduced. As per equipment maintenance interventions prevention the motor control board and the processor board have been replaced. Based on all the above facts, it cannot be ruled out that the cause of the reported error message was an intermittent connection between the above mentioned boards.

Event description:
Livanova (B)(4) received a report that a s5 double head pump was giving a motor control failure error message during procedure. There was no report of patient injury.